Event description:
It was reported that during patient treatment, the suction device mounted on the anesthesia system could not generate vacuum. There was no patient harm manufacturer's reference number: (B)(4).